Event description:
A report was received stating that the ventilator experienced a loss of graphical user interface (gui) communication with the breath delivery unit (bdu). Subsequently, this caused the ventilator to stop cycling during ventilation of the patient. The patient was removed from the ventilator and placed on an alternate device. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
The user facility replaced the graphic user interface (gui) printed circuit board (pcb). The covidien customer support engineer (cse) downloaded the current software revision. Covidien was not authorized to service the device. The device was reported to be returned to clinical use without incident. (B)(4).